Event description:
It was reported that during a video bariatric procedure, the stapler fired normally, but the staple line opened completely right after the first firing. Unknown how case was completed. There were no adverse consequences to the patient. Additional information was requested, but notification was received that no further information could be provided.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.